Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b2, b3, b4, b7, d1, d4, d11, g1, g3, g4, g7, h1, h2 and h6. Section b5: additional information received per the medical records state that the indication for implantation was high risk of deep vein thrombosis perioperative following a planned (ear, nose, throat) ent procedure with resection of neoplasm. The patient would be immobilized for six to eight weeks. The patient had history of a neoplasm on her head. The filter was deployed via the patient's right common femoral vein. Additional information received per the patient profile form (ppf) states that the patient experienced migration of the entire filter other than to the heart and the filter is tilted. The patient became aware of the reported events approximately twelve years after the index procedure. The patient has also experienced coughing and unspecified lung problems. As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a neoplasm of the head. The indication for the filter placement was reported to be a high risk of deep vein thrombosis (dvt) prior to a planned resection of neoplasm with a post-operative six to eight-week immobilization. The filter was implanted via the right common femoral vein and placed in an infrarenal location. Approximately twelve years after the filter implantation, the patient became aware that the entire filter had migrated to the right common iliac vein and was tilted. The patient further reported having experienced coughing and unspecified lung problems. The product was not returned for analysis and a valid sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and migration events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Due to the nature of the complaint, the reported lung disorder experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Information received per an amended patient profile form (ppf) states that in addition to the previously reported events, the patient also experienced filter fracture, inferior vena cava (ivc) perforation and organ perforation. The patient became aware of the reported events approximately twelve years after the index procedure.

Manufacturer narrative:
As reported a patient was implanted a trapease filter. The information provided indicated that the filter subsequently malfunctioned and caused ivc filter migration to the right common iliac vein. The patient reported becoming aware of filter migration and tilt, approximately twelve years post implant. The patient also reported coughing and unspecified lung problems. According to the operative report the indication for the filter implant was high risk of deep vein thrombosis perioperative following a planned resection of a head neoplasm. The patient would be immobilized for six to eight weeks. The filter was placed via the right common femoral vein and deployed just below the renal vein. The patient subsequently reported becoming aware of, in addition to the previously reported events, filter fracture, inferior vena cava (ivc) perforation and organ perforation, approximately twelve years post implant. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Lung problems and a cough do not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature of the complaint the reported events could not be further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the implantation, the patient became aware that the filter had migrated to the right common iliac vein. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient was implanted the trapease filter. The filter subsequently malfunctioned and caused injury and damage to patient, including, but not limited to: ivc filter migration to the right common iliac vein. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, & other damages.